Event description:
It was reported via repair work order that the fowler was stuck up due to the cherry limit switch being jammed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.